Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level. Cause was not known. Bg level was displayed as 400 mg/dl to ¿high¿; however, a specific value was not provided. Reportedly, the customer was nauseous, dizzy, and had a headache. The elevated bg was addressed by a correction bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management. At the time of report the customer¿s blood glucose has decreased to 111 mg/dl.